Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to complaints of mechanical complication, the patient wanted to see better. The iol was replaced with another lens with the same model and different diopter size, 12.0 diopter. There was no patient injury, no medical intervention, and no surgical intervention. Patient outcome post-procedure was reported as great. Iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown information asked but was not provided. Date of event: unknown as information was not provided, the best estimate date is between 25-aug- 2021 and 14-oct-2021. The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.